Event description:
It was reported that the patient's pacemaker failed to be interrogated via inductive telemetry. Different troubleshooting steps were done but were unsuccessful. Magnet test was done and confirmed that the pacemaker was not at elective replacement indicator (eri) as the pacemaker was pacing at magnet rate. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.